Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shock for what appeared to be supraventricular tachycardia (svt) with rapid ventricular response (rvr). Technical services (ts) reviewed the findings with the clinician. Device currently remains in service. No additional adverse patient effects were reported.